Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) received inappropriate shocks due to oversensing noise, external source was suspected as the cause. At the time of the shock, the patient was lying in bed calmly. Subsequently, this system was explanted and replaced. Data analysis was requested but the system was already revised. Technical services indicated that there were strong muscle artifacts assumed to be the cause of the oversensing. Although, electromagnetic interference (emi) was suspected, they originated from muscle activation. No additional adverse patient effects were reported. This device and electrode were received for analysis.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) received inappropriate shocks due to oversensing noise, external source was suspected as the cause. At the time of the shock, the patient was lying in bed calmly. Subsequently, this system was explanted and replaced. Data analysis was requested but the system was already revised. Technical services indicated that there were strong muscle artifacts assumed to be the cause of the oversensing. Although, electromagnetic interference (emi) was suspected, they originated from muscle activation. No additional adverse patient effects were reported. This device and electrode are expected to return for analysis.